Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5153133, mw5153134.

Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's right atrial (ra) lead was over-sensing noise leading to pacing inhibition, had high pacing impedance, and had an unspecified integrity issue. The patient was asymptomatic. No changes were made and there were no consequences to the patient.